Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins charge depleted in 3-6 hours from 100% charge. When it is done charging, the screen showed terminated and different things and didn't let the patient charge. When the controller was reset, it would charge to 100%, but it would deplete too fast. The patient charged 2-3 times per day. In the past, the charge would last from one night to the next. Now, if the patient charged at midnight, the ins would be dead when she wakes up in the morning. The settings were between 3.8 and 4. The issue began in the middle of may. On the call, the controller showed stim was off and the device was set to group b at 5.6. The ins was at 40% after charging for 30 min. Stim was turned back on and the patient mentioned the rep may have done something with group c programming. The patient said she was in a lot of pain because the ins depletes too fast, but then they stated that they didn't get pain relief as stim was in the upper part of her legs. Stim was needed in the back area and there was no stim where she needed it. This issue was also noticed around may 2020. A rep said the issue was taken care of. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was programmed with 4 electrodes, 200 pulse width, a rate of 1000 at 5.7ma which resulted in having to charge twice a day and not getting expected relief. The patient was reprogrammed to tonic stimulation with perfect back coverage and adaptive stimulation was activated. The recharge interval was now 5.2 days and she was getting immediate pain relief and was satisfied.